Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, customers blood glucose level as 560 mg/dl. A manual insulin injection was administered to resolve elevated glucose. Customer loaded a new cartridge to resolve the issue.